Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; cause was unknown. Customer's continuous glucose monitor read "high," however, a specific bg value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.